Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure the patient expired. (B)(6) 2008, the patient presented with chest pain. The patient was diagnosed with unstable angina and st elevation q-wave myocardial infarction. Cardiac catheterization was recommended. The thrombus and 100% stenosed 15mm long target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x28mm (B)(6)study stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient expired. Cause of death was cardiopulmonary arrest; underlying cause of death was chronic pulmonary disease.